Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, brown particles, curved opening, and nicks. A leak test was performed and found five openings. A microscopic analysis identified four curved striated openings on anterior side assessed as surgical damage and a linear sharp opening on posterior side assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identify the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage and a sharp opening assessed as unidentified (tear) opening.

Event description:
Patient reported a right-side deflation. Device was explanted.